Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was not feeling well and had diaphragmatic stimulation, and decided to see the doctor. An x-ray was done and confirmed that this left ventricular (lv) lead dislodged. The device was reprogrammed to only deliver therapy in the right ventricle. The physician decided to explant the lead and implant a new lv lead. Final lead measurements were within specifications. No adverse patient effects were reported following the procedure.